Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated twice at 14 atmospheres. However, during the third inflation at 10 atmospheres, the balloon ruptured. A pinhole was noted. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.